Manufacturer narrative:
Concomitant medical products: product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 3778-45, serial#(B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 3708160, serial#(B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 37752, lot# serial# (B)(4), implanted: (B)(6) 2007, explanted, product type: recharger. Product ID: 37 742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient sometimes turned therapy off to play golf but 2-3 hours later therapy turned on again. The patient stated that it was no inconvenient for him but the patient was getting a colonoscopy and it could be an issue. The patient reported that he could meet the manufacturing representative who did the programming for him. The patient reported that his stimulator was on a timer and it went on in the morning and turned off at night. The patient was going to have a CT scan and was concerned that the device would turn on during the CT scan. Later the manufacturing representative reported that they met with the patient to disable scheduled therapy. They were disabling scheduled therapy because the patient did not like it. The manufacturing representative was also doing routine reprogramming with the patient.

Event description:
It was reported that the patient received assistance on (B)(6) 2015 and the concerns were resolved. Should additional information be received, the event will be updated accordingly.